Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered recurrent urinary tract infections, e-coli infection, dysuria, intermittent burning in bladder, pain during intercourse, vaginal pain, and emotional distress. No further info has been provided.